Event description:
It was reported that this right ventricular (rv) lead was explanted due to unknown product performance issues. Lead was left capped and a new lead was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Corrected field b5: describe event or problem: it was reported that this right ventricular (rv) lead was left capped due to unknown product performance issues. A new lead was implanted. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was left capped due to unknown product performance issues. A new lead was implanted. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out-of-range pacing impedance and failure to capture. It was suspected to be caused by a lead fracture or a perforation. Therefore, the lead was surgically abandoned and capped and a new lead was implanted. No additional adverse patient effects were reported.